Manufacturer narrative:
According to the customer, on (B)(6) 2023 a catheter was placed by the rn for a patient in the home setting. At some point, the on call rn was called due to the catheter leaking. At this time, a new catheter was placed. The patient requires the catheter for a chronic condition. No other details were available regarding the reported event. The sample is not available to be returned for evaluation. It has been determined that the reported event required medical intervention, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Catheter leaked requiring additional catheter to be placed.